Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The noise was reproducible with the pocket manipulation. Programming changes were made. The patient was stable throughout.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was table throughout.